Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Three devices were received for evaluation; 1 event was confirmed. One device was found to be affected by disassembly. Two device evaluations are in progress. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 3 </noe> malfunction events in which the devices disassembled. Three reported events had no known patient involvement or patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 2 devices were received for evaluation; 2 events were confirmed. 2 devices were found to be affected by disassembly. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 3 malfunction events in which the devices disassembled. 3 reported events had no known patient involvement or patient impact.